Event description:
Hamilton medical ag received the following event description: during self-test, the device showed "oxygen cell alarm".

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing. Follow-up 1 - investigation results. Updated fields: b4, g3, g6, h2, h6. During the investigation process, no malfunction with the device was identified, only a calibration of the o2 cell was required. After the calibration, the device worked as intended. The event occured during self-test. Hence, no patient was involved. Hamilton medical ag does no longer consider this case as a reportable event since the device worked as intended.

Event description:
Hamilton medical ag received the following event description: during self-test, the device showed "oxygen cell alarm."

Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Investigation ongoing.